Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "hinge locked and made him fall, he fell in stairs when one brace locked while he was going down. He woke up in hospital because he lost consciousness after the fall. He stayed couple of days under observation and then he went back home". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.